Manufacturer narrative:
The apc and esu were thoroughly inspected/tested (note: the neutral electrode was not available for an examination). A technical safety check was performed on the apc and esu. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both the argon plasma coagulator and electrosurgical unit. In addition, no anomalies were found in the device history record (DHR) of the neutral electrode. In conclusion, no erbe equipment or accessory problem was found that would have caused or attributed to the event. Based upon the provided information and the evaluation work, the burn was not caused by a defect of the apc/esu system or neutral electrode (ne). The settings were very high (i.e., effect 10) and the activations were long. Furthermore, it appears that the appropriate cooling times were not observed between activations. The chronological data from the apc/esu system revealed that no relevant error messages occurred during the procedure. The internal data also supported the fact that the settings were high, the relevant on time was most likely surpassed (i.e., long activations), and activations were too close together which resulted in excessive heating under the ne [note: the aggressiveness during the surgery of high outputs with long activations, and re-activations was in all likelihood the result of the need to stop the patient's bleeding as quickly as possible in a high blood flow area (i.e., the liver). So, the patient's condition was most likely a key factor in the resulting pad burn.]. It is unusual that the skin lesion was not noticed until a day after the operation. Nevertheless, warnings in the esu's user manual and notes on use (nou) of the erbe nessy neutral electrode cover the stated topics to minimize/eliminate pad burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(6)) was involved in a patient incident during/upon a liver resection (relaparotomy due to a secondary bleeding of the liver). The erbe apc/esu system was used with an erbe nessy omega neutral electrode [ne, part number 20193-082, lot number (10)241206-0814]. The ne was placed on the patient's left thigh. No information was provided regarding any other accessory used during the operation. The apc/esu system settings were cut and coag, each at effect 10 but the exact modes used were not conveyed to erbe (note: the secondary procedure was being done to stop/control an active bleeding situation in the patient's liver bed.). To address the bleeding, the argon plasma beam was repeatedly used, and coagulation was applied for several minutes. After the end of the activation period, the apc/esu system was immediately reactivated since the bleeding was apparently very difficult to control. The equipment reportedly was switched off several times. The next day, the ward nurse noticed a skin lesion in the area in which the ne had been applied. The lesion was reported to be a second-degree burn. A photograph of the necrosis showed that the lesion was approximately the size of the outer edge of the ne. The burn/necrosis required wound treatment.